Event description:
It was reported that during neck dissection/mandibulectomy procedure surgeon noticed plastic on the bovie needle tip started to peel away from tip. The bovie was removed from field and new bovie supplied. No injury to patient.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4). (1) sample of (B)(4) was received for evaluation. Visual evaluation noted that the insulating layer of the electrode has melted and peeled away from the needle. No lot# is printed on the device for identification. The insulating plastic exhibits signs of burning and appears to have been exposed to a higher current or voltage potential than was necessary. There is still continuity between the tip and connection. The device will still deliver current to the working end but presents a larger surface area than intended. Isolated incident which is the result of excessive current or voltage. (1) sample of (B)(4) was received for evaluation. Visual evaluation noted that the insulating layer of the electrode has melted and peeled away from the needle. No lot# is printed on the device for identification. The insulating plastic exhibits signs of burning and appears to have been exposed to a higher current or voltage potential than was necessary. A dimensional inspection was not required as part of this investigation. There is still continuity between the tip and connection. The device will still deliver current to the working end but presents a larger surface area than intended. No confirmed complaints were received in this range with the same issue. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to (B)(4).

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during neck dissection/mandibulectomy procedure surgeon noticed plastic on the bovie needle tip started to peel away from tip. The bovie was removed from field and new bovie supplied. No injury to patient.